Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s disease and movement disorders. It was reported that, for the last 2 days, the patient seemed ¿out of whack¿. The patient stated that their hand always shakes but was starting to shake more. When synchronized to the programmer, the ins showed it was on and currently on group a. The patient had groups a to d but mentioned that group a usually helped the most. The patient was redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating they wanted to change to group b. During the call the patient synced to the ins and it was on and ok with group a, 2.2. The patient kept removing the patient programmer from the ins and did not have an antenna. No complications were reported or anticipated.